Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut (refers to retention sleeve), the lobe was distorted/bent, there was blood in/on the lobe mechanism, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the lead could not be positioned successfully and always dislodged while slitting. The lead was removed and replaced. No patient complications have been reported as a result of this event.